Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The absorber tube was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 1999. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit had a large leak, discovered during preuse checkout. There was no report of patient involvement.